Event description:
Reporter alleged the label on the test strip vial for the blood glucose monitoring device was rubbed off. Reporter stated only being able to read the catalog number, but unable to read the expiration date, level 1 or level 2 which had been rubbed off vial. Reporter indicated using international test strips. A request was made for the return of the suspect product and replacement product was sent.